Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. According to the report, the patient¿s anatomy was notable tortuous, and the proximal end of trunk-ipsilateral leg component was placed in an angulated portion of the infrarenal neck (degree of angulation not reported). The physician attempted to deploy an aortic extender component at 1cm proximal to the trunk-ipsilateral leg. However, the aortic extender reportedly moved proximally upon deployment, and the right renal artery was unintentionally covered. It was reported that deployment of the aortic extender was unexpectedly affected by the angulated aortic neck. An express vascular sd stent (5 mm x 19 mm) was placed in the right renal artery, and blood flow to the vessel was restored. A final procedural angiograph reportedly identified a type ii endoleak, but no further treatment was given. The patient tolerated the procedure, and the physician will continue to monitor the patient.

Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, and occlusion of native vessel.¿ the IFU states ¿key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation.¿ additionally, the IFU states ¿considerations for patient selection include, but are not limited to, proximal neck angulation = 60° with minimal thrombus or calcification, and patient¿s anatomical suitability for endovascular repair.¿